Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and very high metal blood levels. Update recd 04/18/2014 - clinical report indicates reason for (B)(6) 2014 revision as adverse local tissue reaction. Part/lot information was also provided for the femoral head, as well as patient height & weight. This complaint was updated (B)(6) 2014. Update rec'd 7/31/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. Update 11/26/2014- pfs and medical records received. After review of the medical records for MDR reportability, the medial records indicated the metal ions levels were above 7mg/l in (B)(6) 2012 and (B)(6) 2013. The stem is being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/23/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleged metallosis.